Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported due to a patient waiting on a replacement pdm (personal diabetes manager) the patient had been hospitalized. No further information was provided as to this event.